Event description:
It was reported via repair work order that the power cord was cut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: don't have needed part.

Event description:
It was reported via repair work order that the power cord was cut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.